Manufacturer narrative:
This report is for an unknown handle/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2021, the screwdriver could not be connected to the handle. Another unknown screwdriver was used to complete the procedure. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) unknown handles. This is report 2 of 2 for (B)(4).